Event description:
Reporter alleged obtaining discrepant back to back blood glucose results on the aviva system of 302 mg/dl versus 140 mg/dl performed within 10 minutes, 302 mg/dl versus 76 mg/dl performed one minute apart, and 308 mg/dl versus 128 mg/dl performed one minute apart. Reporter stated she was not experiencing any hyperglycemic symptoms during the time of testing however was experiencing hypoglycemic symptoms. As a result of the comparisons, reporter indicated self treating by drinking water, taking 2 glucose tablets, and laying down to rest. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.